Event description:
Customer reported the system will not complete bootup. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and reloaded the system software. System operates as intended.